Event description:
A tandem mobi cartridge alarm was reported, occurring during the load process of a new cartridge on the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the alarm and decided to replace the pump since it was under warranty. The customer was informed about the need to use multiple daily injections (mdi) as backup therapy until the replacement pump arrived. Instructions were provided for putting the pump into storage mode and returning it to tandem within ten days. The customer would receive a replacement pump with updated software, and they acknowledged the need to program their settings and connect their continuous glucose monitor (cgm) to the new pump.